Event description:
It was reported that the patient underwent a posterior spinal surgical at t12-s1. It was reported that 3 years post-op the screws broke due to motion at s1. During the revision pieces of the screws were not able to be removed. No additional patient complications were reported.

Manufacturer narrative:
Visual review confirms bone screw breakage. Surface damage noted on one fracture surface. Fracture surface examination provides evidence of a multi-modal fracture, with ratchet marks near the origin of crack propagation with progressive striations or beach marks for approximately the first half the rod diameter, followed by increased material disruption, and river lines, which suggest overload to subsequent fracture. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants or their associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). The devices have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.